Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 440 mg/dl. Customer reported that the insulin pump had several motor error alarms and unable to rewind. The customer was treated with insulin drip. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.